Event description:
It was reported that during a procedure, the power output was set to 50 watts, but registered 44 watts, then 49 watts. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The dispersive electrode was found to be loose, the button enclosure for the power switch was broken, and the front label was delaminated.